Manufacturer narrative:
H6: component code updated. The suspected device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. Lot number was unknown and the device history review could not be performed. The customer complaint cuff leakage could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during the patient's seven hour surgery where they were intended to remain intubated, the cuff of the endotracheal tube leaked, and the cuff pressure was increased up to 70. Per reporter, the tube had to be replaced at the end of the seven-hour surgery before transfer to the recovery unit. No patient harm/adverse event was reported as a result of this issue.